Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. This investigation could not recreate issue. The system was cycled on and off for two hours. The unit had no issues. A system checkout was performed. The unit operated as expected. The bios settings and correct operation of ups were also verified. No parts were replaced and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was booting up prior to a procedure, the mobile view station (mvs) screen remained black and the pendant displayed the message "waiting for mobile viewing station to initiate communication". The fan could be heard running on the mvs. Both the power on light and the line power light were illuminated. The monitor switch was toggled off and on, and the system was rebooted, both without resolution. The patient was reportedly in the room at the time of this event, but had not received anesthesia or been opened. At this time the decision was made to reschedule the surgery.